Event description:
It was reported that an intergard heparin identified on the outer box as igk0008-70h did contain a product identified as igk0006rs30h. There was no reported pt injury as the surgical procedure was performed with another graft.